Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The customer did not return the detached catheter tip. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for this lot number. The customer did not provide any information as to if this was the initial use of the device. Upon visual inspection, the complaint was confirmed. The body tubing had completely separated from the tip tubing at the fuse zone. An additional seven devices from the same lot were inspected and tested. The inspected and tested units exceeded the minimum tensile specifications even though visual inspection of three units showed evidence of stress after aggressive flexing. Merit is unable to reproduce the failure of the tip detaching from the body tubing. Unable to determine a root cause of the reported failure. Devices met specifications. No conclusion can be drawn. Method, the device history record was reviewed, complaint database was reviewed. Results, unable to determine a root cause of the reported failure. Conclusions: device performed according to specifications.

Event description:
The customer reported that the tip of the catheter broke off when they attempted to back load the catheter onto the guide wire. The catheter was not inserted into the patient. No harm or injury was reported.